Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("side pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's past medical history included anemia in 2004, thyroid disorder and obesity. On (B)(6)2009, the patient had essure inserted. In december 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal))"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("painful menstrual cycles/ dymenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6)2016. In october 2016, the menorrhagia and vaginal haemorrhage had resolved. In december 2016, the pelvic pain and dyspareunia had resolved. At the time of the report, the abdominal pain had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)-2009 plaintiff tolerated the procedure well. Plaintiff had not undergone confirmation test. On(B)(6)2010 she states she has been having problems with her periods for the past 9 months. She indicates the flow has been worsening over the past 6 months. She notes her most recent period was very heavy with clots and associated with pain. Removal details included: pre and post operative diagnosis: menorrhagia, failed ablation. Diagnostic results: pathologic diagnosis report on (B)(6)2016 myometrium and serosa with no significant pathologic findings. Right and left fallopian tubes with no significant pathologic findings. Specimens received: uterus, cervix and bilateral fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event outcome updated for abdominal pain. Historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("side pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal))"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. In october 2016, the menorrhagia and vaginal haemorrhage had resolved. In december 2016, the pelvic pain and dyspareunia had resolved. At the time of the report, the abdominal pain had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2009 plaintiff tolerated the procedure well. Plaintiff had not undergone confirmation test. On (B)(6) 2010 she states she has been having problems with her periods for the past 9 months. She indicates the flow has been worsening over the past 6 months. She notes her most recent period was very heavy with clots and associated with pain. Removal details included: pre and post operative diagnosis: menorrhagia, failed ablation. Diagnostic results: pathologic diagnosis report on (B)(6) 2016 myometrium and serosa with no significant pathologic findings. Right and left fallopian tubes with no significant pathologic findings. Specimens received: uterus, cervix and bilateral fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records information received. Plaintiff's information updated. She also claimed of bleeding (vaginal, menorrhagia ) and ablation. As per medical records, on (B)(6) 2009 patient tolerated the procedure well. Plaintiff had not undergone confirmation test. On (B)(6) 2010 she states she has been having problems with her periods for the past 9 months. She indicates the flow has been worsening over the past 6 months. She notes her most recent period was very heavy with clots and associated with pain. Removal details included: pre and post operative diagnosis: menorrhagia, failed ablation. Operation: total laparoscopic hysterectomy and bilateral salpingectomy. Findings at surgery: enlarged uterus, normal tubes and ovaries bilaterally. Final pathologic diagnosis on (B)(6) 2016 myometrium and serosa with no significant pathologic findings. Right and left fallopian tubes with no significant pathologic findings. Specimens received: uterus, cervix and bilateral fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("side pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent hysterosalpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient appropriately sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.